Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly, and all buttons were tested while navigating the menus. Unit passed self-test. Multiple attempts were made for keypad to respond, and keypad back button was occasionally responsive. Keypad overlay was removed, and corroded keypad traces were noted during visual inspection. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarm (61) were recorded on 09/21/2025 15:31:56.000 through 09/21/2025 17:37:08.000, with several alarms noted. Proceeded to cut unit open and perform deconstructive analysis. No moisture damage was noted on electronic stack. The following cosmetic damages were noted: cracked case (battery tube), label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegation was confirmed. Unit was received with occasionally unresponsive buttons due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and pump was not exposed to change in altitude. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.